Event description:
The device will not be returned for analysis.

Manufacturer narrative:
No com pump to mmm (iphone 13, ios 16.5, app version 2.1). "An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on iphone 11 pro (ios 16.4.1 (a)) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software did not successfully adhered to the specified requirements and performed in accordance with the expectations specified in the d00780504, version c. After conducting a thorough investigation, we have found that active bolus data reading procedure remains in the queue even when it generates a ""procedure not applicable"" response code. This leads to the repeated performance of the active bolus reading until the pump is disconnected due to a timeout. The esf number that corresponds to the reported issue is: (B)(4). This esf doesn't have a workaround, but in most cases the pump is reconnected to the app automatically. We provided the helpline team with the following recommendations: 1. Please wait for the pump to reconnect to the app for up to 10 minutes 2. If reconnection was not successful, please re-pair with the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. The pump passed the displacement test and self test. No pump error 63 alarm during testing. The test p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump. In further analysis in the pump history found pump error 63 alarm (filenumber: 2017, linenumber: 147) (variable=15) on (B)(6)2023 at 04:58:03.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Pump received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Pump error 63 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received hardware low level failures alarm (pump error 63) multiple times. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to clear the alarm and complete rewind. Pump passed self test. Advised customer to replace insulin pump. The customer will discontinue to use the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.